Manufacturer narrative:
Conclusions: investigation is currently in progress.

Event description:
On (B)(6) 2010, a gore propaten vascular graft was implanted in from the left iliac artery in a cross over bypass procedure. On (B)(6) 2010, a thrombectomy was done. On (B)(6) 2010, a thrombosis was diagnosed and a thrombectomy was performed on (B)(6) 2010. On (B)(6) 2010, there was another reocclusion and a hit test was reported as positive. On (B)(6) 2010, the graft was explanted and replaced with another manufacturer's graft. On (B)(6) 2010, the patient was discharged with normal wound healing and palpable foot pulse.